Event description:
Edwards received information through its implant patient registry that a 21mm bioprosthetic aortic valve, implanted approximately four (4) years and eight (8) months, was explanted and replaced with a 23mm pericardial aortic valve. Through follow up with the health care provider, it was learned this device was explanted due to severe aortic stenosis. The operative report indicates there appeared to be heavy calcification in the valve and annulus. This was extensively debrided and the new valve was seated without difficulty. Patient was weaned from cpb without difficulty. Patient tolerated the procedure well and was transferred to hsu in stable condition. The operative notes reference a pre-operative echo which revealed severe aortic stenosis with a mean gradient over 40mmhg and a valve area of around 0.8 sq cm. There was a significant gradient across the aortic valve by catheterization as well. Pre-op assessment was re-avr and closure of an av fistula. Patient also had mild-to-moderate mitral regurgitation of his native valve.

Manufacturer narrative:
Additional manufacturer narrative: was updated with new information learned from the health care provider. It was also learned this device was discarded during the procedure and is not available for return and evaluation. It was indicated this device was heavily calcified. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient has a history of hypertension, hyperlipidemia, coronary artery disease, and multiple valve disfunction. These are possibly patient related factors which contributed to the reported calcification. However, without return and evaluation of the device, we are unable to determine root cause for calcification of this device. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective actions apply to this case.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 21mm pericardial aortic valve, implanted four (4) years and eight (8) months, was explanted and replaced with a 23mm pericardial aortic valve. Through follow up with the health care provider, an operative report was received indicating this 21mm aortic valve was explanted due to severe aortic stenosis with a mean gradient of 40mmhg. He also had a repair of the right av fistula. It was noted "we proceeded then to resect the valve bioprosthesis. There appeared to be a heavy thick calcification and annulus." The new valve was implanted without issue. There was no evidence of perivalvular leak. Patient was successfully removed from bypass. The patient tolerated the procedure well and was transferred back to (B)(6) in stable condition.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for evaluation. However, the device history record (DHR) review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth). In this case, the device has not been returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors. This patient's medical history included hypertension and hyperlipidemia which may be considered contributing factors. However, without return of the device for evaluation, we are unable to confirm the clinical observation for the stenosis. Therefore, the root cause for stenosis of this device remains indeterminable. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case or is required; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.